Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in a moderately tortuous and severely calcified blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was advanced for dilatation. However, during second inflation at 10 atm for 60 seconds, the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.